Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 525 mg/dl. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer was declined troubleshooting. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.